Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that an asymptomatic patient presented in the clinic after receiving an alert for charge time limit reached. During in-clinic check, capacitor maintenance showed normal charge time. The device was explanted and replaced. The procedure went fine with no complications or issues.